Event description:
It was reported that during a procedure the device shut off and deflated. There was a small amount of bleed through reported. The procedure was completed successfully. No surgical delay, medical intervention and no adverse consequences were reported.